Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with wound dehiscence at the device implantation site secondary to infection. The physician elected to explant the pacemaker and replace it with a leadless pacemaker on (B)(6) 2026. The patient remained in stable condition.